Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump batteries do not work and the batteries do not last more than 1 week. The pump also alarmed low battery. The customer's blood glucose reading was 489 mg/dl at the time of incident. Troubleshooting advised customer that a new battery cap would be sent and to call back if issues continue. However, the customer declined the cap and to troubleshoot for high blood glucose. The customer indicated that they want a new pump only. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump had no unexpected weak battery alerts or low battery alerts noted during testing. The insulin pump passed pump self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. The insulin pump alarmed motor error during rewind due to motor oil on motor home switch. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and cracked belt clip slot.